Event description:
Info received indicates that pump shows it's running, but it is not delivering.

Manufacturer narrative:
All alarms performed according to specifications. Accuracy tests were within specifications. Complaint could not be confirmed.